Event description:
The pt was treated in the study. It was noticed after retrieving the angioguard filter basket from the pt, that the fabric on the filter basket was found crumpled or wrinkled. There were no observed damages before entry into the pt. There were no problems tracking the device to the lesion. There were no problems retrieving the filter basket from the pt. There were no damages, kinks or bends in the filter basket. There was no adverse consequences to the pt. The product will not be returned.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.